Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the commander delivery system inflation balloon was bunched towards the nose tip. The crimped balloon was torn at the I/c bond location and the balloon wings were flared out. There was residual fluid observed inside the balloon. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the delivery system balloon tear and the difficulty/inability to withdraw the delivery system through the esheath+ that resulted in a surgical intervention was confirmed based on evaluation of the provided imagery. However, no manufacturing non-conformances were identified during the investigation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, there were difficulties withdrawing the delivery system into the 14fr esheath+. On angiography, it appeared there may have been some residual contrast remaining in the delivery system balloon. No excessive push force was applied to withdraw the system; however, it was noticed that the balloon had separated from the delivery system. In this case, evaluation of the provided imagery revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previous product risk assessment (pra). As identified in the pra, high forces on the system during system retrieval may result in the crimp balloon tearing. Per the information provided, the delivery system withdrawal was attempted with residual fluid inside the balloon and difficulties to withdraw the commander delivery system into the esheath+ was encountered. Additionally, per imagery provided, residual fluid was observed inside the balloon. Residual fluid left in the balloon after deflation increases the balloon diameter and may interfere with the sheath tip during withdrawal as the larger balloon profile interacts with the sheath. As a result, additional manipulation and increased withdrawal forces may lead to the reported crimp balloon separation at the I/c bond. As such, the available information suggests that procedural factors (residual fluid in the balloon and device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report numbers in section h10 (related report numbers). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-01027 and 2015691-2025-03952 for details of the other events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-01027 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post valve deployment, there were difficulties withdrawing the delivery system into the 14fr esheath+. On angiography, it appeared there may have been some residual contrast remaining in the delivery system balloon. No excessive push force was applied to withdraw the system; however, it was noticed that the balloon had separated from the delivery system. A vascular cut-down was performed to remove the system. Subsequently, imagery was provided for evaluation. A review of the provided imagery revealed the delivery system balloon was bunched through the nose tip which is an indication of withdrawal difficulties. The balloon was also noted to be torn.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the updated investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Imagery was provided for evaluation. A review of the imagery revealed the commander delivery system inflation balloon was bunched towards the nose tip. The crimped balloon was torn at the I/c bond location and the balloon wings were flared out. There was residual fluid observed inside the balloon. The device was returned for evaluation. Visual evaluation of the returned device revealed a kink on the flex shaft due to returned packaging. The crimp balloon was torn at the I/c bond location. The balloon wings were flared out and the balloon was bunched towards the nose tip. The double-wall thickness measurements of the crimped balloon were taken, and all measurements were within specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the delivery system balloon tear and the difficulty/inability to withdraw the delivery system through the esheath+ that resulted in a surgical intervention were confirmed based on the evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during the investigation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, there were difficulties withdrawing the delivery system into the 14fr esheath+. On angiography, it appeared there may have been some residual contrast remaining in the delivery system balloon. No excessive push force was applied to withdraw the system; however, it was noticed that the balloon had separated from the delivery system. In this case, evaluation of the returned device and provided imagery revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previous product risk assessment (pra). As identified in the pra, high forces on the system during system retrieval may result in the crimped balloon tearing. Per the information provided, the delivery system withdrawal was attempted with residual fluid inside the balloon and difficulties to withdraw the commander delivery system into the esheath+ was encountered. Additionally, per imagery provided, residual fluid was observed inside the balloon. Residual fluid left in the balloon after deflation increases the balloon diameter and may interfere with the sheath tip during withdrawal as the larger balloon profile interacts with the sheath. As a result, additional manipulation and increased withdrawal forces may lead to the reported crimped balloon separation at the I/c bond. As such, the available information suggests that procedural factors (residual fluid in the balloon and device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.